Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Hospital staff member, (B)(6) called on behalf of customer. (B)(6) states the customer has obtained low blood results when compared to a result obtained by the hospital's device. (B)(6) states that the customer feels well and requires no medical attention. When a blood test was performed a result of 25mg/dl was obtained, 30 minutes later a 2nd test was performed with the hospital's meter and a 197mg/dl was obtained. Verified the strips expire 12/22/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed blood test, 25mg/dl. The customer was diagnosed recently and is attempting to lean how to use the meter.

Event description:
Hospital staff member, (B)(6) called on behalf of customer. (B)(6) states the customer has obtained low blood results when compared to a result obtained by the hospital's device. (B)(6) states that the customer feels well and requires no medical attention. When a blood test was performed a result of 25mg/dl was obtained, 30 minutes later a 2nd test was performed with the hospital's meter and a 197 mg/dl was obtained. Verified the strips expire 12/22/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed blood test, 25mg/dl. The customer was diagnosed recently and is attempting to learn how to use the meter.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.